Event description:
Customer reported several alarms including pump reset alarm 3a, resume pump alarm 23a, and pump button release alarms 40 and 49 while the pump was on the charger and untouched. Additionally, customer noted that the app displayed incorrect insulin levels and experienced blinking lights and solid white light on the pump. There was concern about high and low blood glucose levels, but it was unclear whether the pump issues contributed. Customer intended to discuss these fluctuations with a healthcare provider. Subsequent actions showed that the customer successfully resumed insulin usage, resolving the issue without further assistance needed.